Event description:
The issue happened at the hospital of fabriano during a urology procedure. The nurse at the operating table proceeded to loading the hemolok clip on the applier but the clip broke on the side of the juncture. The same incident occurred with another clip of another blister from the same hemolok box. The problem did not happen again with another package of clips of different lot number.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2100753 was manufactured on 01/27/2021 a total of 14,980 pieces. Lot was released on 02/09/2021. DHR investigation did not show issues related to complaint. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot # 73l2100222, the samples were visually inspected, and during the test issue reported "broken/detached parts - clip - other" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The issue happened at the hospital (B)(6) during a urology procedure. The nurse at the operating table proceeded to loading the hemolok clip on the applier but the clip broke on the side of the juncture. The same incident occurred with another clip of another blister from the same hemolok box. The problem did not happen again with another package of clips of different lot number